Event description:
Pt. Originally had an inflatable penils implant placed in 8/82. It functioned well until late 1993 and he was admitted 1/12/94 for replacement. The first time he attempted to use it, it went flat. He was admitted 3/9/94 for replacement. A 3cm segment of tubing between the pump and the (r) cylinder had multipleting leaks under pressure.